Manufacturer narrative:
Based on the information provided the patient underwent multiple surgeries following an appendectomy due to wound dehiscence. The information provided notes four different surgeries mentioning the application of "mesh". It is unclear during which procedure the bard sepramesh ip was placed, therefore a date of implant cannot be established. Per the information provided it appears that the mesh products were placed in an unhealthy environment, which may have contributed to the fistula and mesh exposure. It is more likely that the patient's postoperative course was related to the patient condition and not the mesh device. However, at this time a definitive conclusion cannot be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 66 units released for distribution in (B)(6) 2018. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the date of implant. Updated fields: d6, g4, g7, h2, h10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to bdis / davol: (B)(6) 2018 the patient had a perforated appendix, and underwent an appendectomy. As reported the wound eviscerated (dehiscence) the following day, and the wound was washed and drained. (B)(6) 2018 the wound eviscerated (dehiscence) again and the patient was taken to surgery for cavity lavage. (B)(6) 2018 the patient was taken to surgery for " puts a pre-fascial mesh with skin approach and leaves viaflex (fluid and electrolyte replenishment) in the cavity." (B)(6) 2018 the patient was taken to surgery and "applies the mesh." (B)(6) 2018 the patient was taken to surgery and, "leaves viaflex (fluid and electrolyte replenishment) in the cavity and applies the mesh again." (B)(6) 2018 the patient was taken to surgery to perform an "enterorraphy, mesh fixed to the peritoneum with separate points of pds 0." (B)(6) 2019 mesh exposure is noted and vac is placed for defect closure management. (B)(6) 2019 vac changed. (B)(6) 2019 the patient was hospitalized with fetid secretion and fecaloid appearance, with mesh exposure. The exposed mesh was removed, the fistula was left exposed to continue healing.

Manufacturer narrative:
Based on the information provided the patient underwent multiple surgeries following an appendectomy due to wound dehiscence. The information provided notes four different surgeries mentioning the application of "mesh". It is unclear during which procedure the bard sepramesh ip was placed, therefore a date of implant cannot be established. Per the information provided it appears that the mesh products were placed in an unhealthy environment, which may have contributed to the fistula and mesh exposure. It is more likely that the patient's postoperative course was related to the patient condition and not the mesh device. However, at this time a definitive conclusion cannot be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 66 units released for distribution in april, 2018. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to bdis / davol: on (B)(6) 2018 the patient had a perforated appendix, and underwent an appendectomy. As reported the wound eviscerated (dehiscence) the following day, and the wound was washed and drained. On (B)(6) 2018 the wound eviscerated (dehiscence) again and the patient was taken to surgery for cavity lavage. On (B)(6) 2018 the patient was taken to surgery for " puts a pre-fascial mesh with skin approach and leaves viaflex (fluid and electrolyte replenishment) in the cavity." 1 on (B)(6) 2018 the patient was taken to surgery and "applies the mesh." On (B)(6) 2019 the patient was taken to surgery and, "leaves viaflex (fluid and electrolyte replenishment) in the cavity and applies the mesh again." On (B)(6) 2018 the patient was taken to surgery to perform an "enterorraphy, mesh fixed to the peritoneum with separate points of pds 0." On (B)(6) 2019 mesh exposure is noted and vac is placed for defect closure management. On (B)(6) 2019 vac changed. On (B)(6) 2019 the patient was hospitalized with fetid secretion and fecaloid appearance, with mesh exposure. The exposed mesh was removed, the fistula was left exposed to continue healing.